Event description:
Caller tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. Customer's coumadin dose was held for 1 day based on the meter result. No adverse event reported. Requested return of suspect system, however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.